Event description:
It was reported that while removing the needle from the sacrum, the needle hub broke off leaving the needle indwelling. Sterile forceps were used to removed the needle without further complications or add'l pt injury. The procedure was completed when the reported incident occurred.